Event description:
It was reported to minimed that the customer experienced hyperglycemia and repeated insulin flow blocked alarms while using the insulin pump. The customer reported blood glucose value of 354 mg/dl. The customer reported having to change infusion sets and reservoirs four to five times due to the issue. The event involved product(s) mmt-342,78893-01, mmt-442ag, mmt-1884. Troubleshooting was performed for the insulin flow blocked alarm, including disconnecting the tubing, checking insulin flow with a plunger, and running the fill tubing process, during which insulin was observed exiting the tubing and the pump functioned as designed. Troubleshooting for the high blood glucose event was offered but declined. No further customer complications were reported. No product replacement or return was required for mmt-342,78893-01, mmt-442ag, mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.